Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The cell-dyn sapphire pinch valves and the manifold valve assembly were replaced and the issue was resolved. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely depressed white blood cell (wbc) count for one patient on the cell-dyn sapphire analyzer. The following data was provided: initial 0.01 k/ul, repeat 10 k/ul. There was no impact to patient management reported.